Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported patient has had difficulty getting good recharge position since implant. Patient hasn't charged in a few days. Assisted caller to passive recharge while on the phone and explained process. No symptoms/patient complications reported. Additional information received from the rep indicated that the cause of the recharge position difficulty was in part by the implant position in the patient. They stated that the battery was angled, which caused connectivity difficulties. The rep added that another cause was user error and lack of understanding on how to charge. The rep re-educated patient and daughter on how to charge appropriately and how often to avoid discharge and loss of therapy. The issue was resolved.